Manufacturer narrative:
Citation: mehmet salih bilal, md; double switch procedure and surgical alternatives for the treatment of congenitally corrected transposition of the great arteries journal of cardiac surgery 2016: 31(4):231-6: 10.1111/jocs.12728. No unique device identifier (serial/lot) numbers were provided; without this information ,it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding the double switch operation in patients with congenitally corrected transposition of the great arteries. All data were collected from a single center between 1995 and 2015. The study population included 16 patients, predominantly male; between 4 months and 72 months of age, of which 3 were implanted with medtronic freestyle bioprosthesis and contegra pulmonary valved conduit (serial numbers not provided). Among all patients, long term outcomes included: reoperation for conduit thrombosis and conduit replacement (contegra), and permanent pacemaker due to av block. Based on the available information, these were the only adverse events attributed to medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.